Event description:
It was reported that after being inflated once to 18-20 atm, the pta balloon would not deflate. Reportedly, the balloon was deflated with a needle stick through the skin. The balloon was removed in its entirely through the sheath without incident, completing treatment with no injury to the pt.

Manufacturer narrative:
The lot number was not provided. The device has been returned to the MFR for evaluation. The investigation is currently underway.